Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer insulin pump might not be working correctly. Customer's parent stated that he or she was thinking of reverting to manual shots. It was stated that customer has issues by day and by day four blood glucose rises past 160 mg/dl. The device only maintains blood glucose level over night. Has had a couple of low blood glucose level once an awhile. Parent stated that maybe the setting of dosage might need to be changed but not sure. Parent stated that the device might be saying it's delivering but the customer thinks that might not be the case. Parent stated their have events where the customer is in the 200 mg/dl to 300 mg/dl range and has treated with manual injections. The injections are the same dosage the device is set up to administer, which have caused the customer to go low. No further information reported.